Manufacturer narrative:
It was claimed that "pressure difference >5cmh2o" message occurred. Identification of issue has been done by analyzing problem description and service report. During internal leakage test sequence a few tests are being conducted. One of them is checking if the measured pressure values differ is less than 5 cmh2o between inspiratory pressure and expiratory pressure. So one of the message which can occur is pressure transducer difference is higher than 5 cmh2o. Based on technician statement, the device was checked and nozzle unit on air gas module was defective. The technician replaced maintenance kit to resolve the issue. One of the parts which must be replaced in order to keep the ventilator function safe for the patients are nozzle units, which are also included in maintenance kit 5000 hours. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. The issue was decided to be reported based on available information as defective nozzle unit may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. Defective parts and device's logs were not available for further evaluation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).